Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: ,(B)(4) ubd: 09-nov-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (15mg/ml at 0.72mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was not getting pain relief. No environmental, external, or patient factors were known to have caused this issue. A catheter study resulted in no cerebrospinal fluid (csf). Surgery was to be scheduled for catheter replacement. The issue was not resolved. The patient was "alive - no injury." There were no further complications reported at this time.